Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted hysterectomy benign surgical procedure, the fenestrated bipolar forceps was found to have frayed cable. It was unknown if any fragment fell into the patient. The procedure was completed with no reported injury. On 8/08/2024, intuitive surgical, inc. (Isi) received mw5157044 stating: the procedure was a robotic assisted total laparoscopic hysterectomy in which the fenestrated bipolar forceps malfunctioned. The instrument failed at life 6 out of 14. The instrument appeared frayed and was quickly removed for the patient's abdomen with no obvious complications per the surgeon.